Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
An angio-seal was successfully used to close a right groin puncture on (B)(6) 2016. The patient developed swelling at the groin and presented at the emergency department on (B)(6) 2016. A pseudo aneurysm was diagnosed by ultrasound and surgical repair was performed.